Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a lead revision procedure on (B)(6) 2017. The right ventricular and atrial leads exhibited chronic noise before. All other electrical measurements were normal. Both leads were extracted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis found only a partial, distal end of the lead was received for analysis. External insulation abrasion was noted at 36.2 cm to 36.4 cm from the distal tip consistent with friction to another implantable device. The etfe coating was abraded at this location. This contributed to the reported noise. All other damage was consistent with that occurring at time of explant.